Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when they had their first device they had been hiking and were shocked thirty eight times in thirty minutes. The patient had been told by their physician that the device was probably faulty for delivering that many shocks. The device was replaced after that incident. The patient also reports that they now have a "broken" lead. The lead remains in use. No additional follow up could be obtained to confirm the device issue or which lead was broken. No further patient complications have been reported as a result of this event.